Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: zimmer m/l taper femoral stem (00-7711-007-00, 60777592); zimmer versys femoral head -3.5 (00-8018-032-01, 60823987); zimmer tm modular acetabular shell (00-6202-052-22, 60807373); zimmer trilogy acetabular liner (00-6310-050-32, 60513416); zimmer bone screw (00-6250-065-30, 60821841). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Operative notes were provided and reviewed by a healthcare professional. Patient was revised due to pain, elevated metal ions, osteolysis and corrosion. Right hip pain, with effusion and elevated wbc, high crp, sed rate. Right hip exploration, biopsies, acetabulum system, liner & head exchange. Found small amount of edema in capsular tissue. No evidence of loosening. Trochanteric lesion was found, brownish gelatinous material removed. Femoral head removed, black debris around trunnion, no evidence of motion between head and trunnion. Minimal wear of poly. Osteolysis beneath cup, but minimal amount; white tissue was removed from screw holes debridement of acetabulum. Pathology found fibrous tissue, necrotic and debris, some specimen¿s positive for acute inflammation. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00306; 0001822565-2021-00167; 0002648920-2021-00010; 0002648920-2021-00125.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00167.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip revision procedure approximately three years and five months post initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported the patient underwent right total hip arthroplasty. Subsequently a revision was performed approximately 3 years later due to pain, elevated metal ions, osteolysis and corrosion. The femoral head and liner were revised. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: zimmer m/l taper femoral stem (00-7711-007-00, 60777592). Zimmer versys femoral head -3.5 (00-8018-032-01, 60823987). Zimmer tm modular acetabular shell (00-6202-052-22, 50807373). Zimmer trilogy acetabular liner (00-6310-050-32, 60513416). Zimmer bone screw (00-6250-065-30, 60821841). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00306, 0001822565-2021-00167, 0002648920-2021-00010.